Event description:
It was reported that patient was elderly and could no longer tolerate intrathecal medications; hence they wanted to turn the pump off. It was added that the healthcare provider (hcp) had attempted to fill pump twice but patient had "ended up in the ICU". Patient was refilled on (B)(6) 2012 when saline was programmed at 0.05 ml/day. It was also added that the pump had been alarming since (B)(6) 2012 and they had seen the tube set warning screen on the 8840-physician programmer. It was also reported that the pump had been stopped previously. Additional information received from the hcp clarified that the event was due to drug effects. Patient had experienced profound sedation and respiratory depression even with microdosing. Patient was hospitalized. On (B)(6) 2012 dose adjustment was done and patient still continued to have sedation with 0.1 mg/d hydromorphone. Currently the pump was filled with saline at min daily rate. Patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catehter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk (B)(4).